Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered. The patient's right ventricular (rv) lead exhibited oversensing and increasesd short interval counts (sic). The lead was capped and replaced. Additionally, the physician was concerned the implantable pulse generator (ipg) header contained a product problem that resulted in the oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies found. Additionally analysis of the device memory was performed and no anomalies were found.